Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 9f sheath hole prior to an endoprosthesis interventional procedure. Reportedly, the suture of the first proglide device broke during step 3 and was cut during removal. The foot of the second device got stuck in the vessel. A nick and spread was performed in the vessel to remove the second device. The endoprosthesis procedure was completed with the 9f sheath. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis of the second device identified that the guide was separated. Two more proglide devices were received by the abbott returned goods lab. Analysis of the third device found that the link was separated from the swage end of the posterior cuff [suture break]. Analysis of the fourth device found that the suture was returned caught in the posterior foot [suture retrieval issue]. There was no information reported regarding these devices. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a needle to cuff miss and link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed needle to cuff miss that led to the observed link separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.